Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. An examination of the balloon found a longitudinal tear in the balloon material. The tear stretched from the proximal to the distal transition zone in the balloon and measured 5.5cm in length. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian vein. A 10.0x40,75cm mustang¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 10 atmospheres. However, during the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non- bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian vein. A 10.0x40,75cm mustang¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 10 atmospheres. However, during the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non- bsc balloon catheter. No patient complications were reported and the patient's status was good.